Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported lost images, saving and recalling images is very slow. No patient injury was reported.